Event description:
It was reported that the patient received inappropriate therapy while running. Review found oversensing of noise along with undersensing of a low amplitude. Boston scientific technical services (ts) was consulted and discussed noise was able to be seen in two vectors. Ts discussed possible reasons along with troubleshooting options including performing a treadmill test and obtaining x-rays. A treadmill test was performed and the subcutaneous implantable cardioverter defibrillator (s-ICD) was left programmed in the same sensing vector. Almost three years later the patient received another inappropriate shock due to t-wave oversensing. Further review found that an untreated episode was stored two years earlier due to wandering baseline, t-wave oversensing and oversensing of noise. Ts again was consulted and discussed possible causes and troubleshooting options. The patient was brought in and all three vectors were evaluated. Smartpass was found to be off and programmed back on during the visit. The subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode remain in service and no adverse patient effects were reported. Additional information was received an additional inappropriate shock due to oversensing of noise with elevated heart rate with reduced r-wave amplitudes. Boston scientific technical services (ts) was consulted and discussed further troubleshooting options. The s-ICD and electrode remain in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received inappropriate therapy while running. Review found oversensing of noise along with undersensing of a low amplitude. Boston scientific technical services (ts) was consulted and discussed noise was able to be seen in two vectors. Ts discussed possible reasons along with troubleshooting options including performing a treadmill test and obtaining x-rays. A treadmill test was performed and the subcutaneous implantable cardioverter defibrillator (s-ICD) was left programmed in the same sensing vector. Almost three years later the patient received another inappropriate shock due to t-wave oversensing. Further review found that an untreated episode was stored two years earlier due to wandering baseline, t-wave oversensing and oversensing of noise. Ts again was consulted and discussed possible causes and troubleshooting options. The patient was brought in and all three vectors were evaluated. Smartpass was found to be off and programmed back on during the visit. The subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode remain in service and no adverse patient effects were reported.